Manufacturer narrative:
The in-situ implant was approaching maximum extension after 4 years and 11 months in place. A new custom proximal femur jts has been successfully implanted with no reports of complications. The patient was nearing maximum length associated with the in-situ device, due to skeletal immaturity and continued growth. There is no failure of the in-situ implant; it functioned as intended. The complaint is being closed, and is being tracked and trended.

Event description:
The surgeon has reported that the jts proximal femur implant has reached its maximum extension and therefore requires revision. Stanmore reference: (B)(4).

Manufacturer narrative:
The custom jts prox femur implant has been in situ for 3 years, 5 months and now requires a revision as it has reached its maximum extension. A request has been made for the return of the device for evaluation and further information regarding the revision procedure. The revision procedure is scheduled to occur on (B)(6), 2015. This is an ongoing investigation, a supplemental report will be submitted.

Event description:
The surgeon has reported that the jts proximal femur implant has reached its maximum extension and therefore requires revision.